Event description:
It was reported to boston scientific corporation in 2007 that a sensation snare device was used in a colonoscopy procedure five days prior (patient age, gender and weight are unknown). According to the complaint, while attempting to remove a polyp, the diathermy component of the snare did not work. A different diathermy machine was used, however, the snare still would not work. The device was removed from the patient and the procedure was completed with another manufacturer's device. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
No consequences or impact to patient. (Other) - diathermy did not work. The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device will not be returned. A device evaluation will not be performed; the cause of the reported malfunction is undetermined.